Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4) the manufacturing location was unknown. Device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device had bad torque. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date the device was returned to the manufacturer was reported as 1/24/19 in the initial report and has been updated to 1/28/19. The manufacturer location was documented as unknown in the initial report. The location, contact office/name address has been updated accordingly contact office name/address has been updated accordingly to reflect the correct manufacturing facility. UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device reverse locking mechanism was blocked, coupling on the tool side was defective, the trigger was blocked, a few oxidized parts were observed and there were deformations in the housing. It was further noted that the device failed pre-test for check triggers for the forward and reverse mode, reverse locking mechanism and check the attachment coupling with the attachments. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.